Event description:
It was reported that md placed iab under fluoroscopy, and incomplete unwrapping was noticed while in patient. Position of iab was correct according to md. Iab completely unwrapped after "a few beats," but iabp emitted high pressure, kinked catheter, and partially unwrapped balloon alarms. Dampening of augmented arterial waveform was noticed. Balloon pressure waveform was squared off at inflation artifact. Patient was taken to ICU where pump continued to alarm same messages. After inspection of all mechanical errors, staff decided to replace iab. The patient was taken back to cath lab and another iab was inserted with success. The clinical technologist tested removed balloon and noticed "something that looked like an aneurysm near the tip of the balloon." There were no further reported patient complicatons. A follow-up report will be filed if more information becomes available.